Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date there was an issue while removing some variable angle (va) locking compact foot screws from a plate from a midfoot fusion. The surgeon removed the 2.7 va locking screws from a va locking plate and the tops of the screws sheared off in such a way as the only bit that was left was a "circle" of metal from the head of the screw. Normally they may break at the bottom of the head where it joins with the shaft, but these didn't. The surgery was completed successfully without any surgical delay. No further information provided. During manufacturer's preliminary investigations of the returned devices it was identified that the threaded screw head was broken off at the screw shaft/ head junction. Only, the broken threaded screw head was returned and the broken shaft was not returned. It was also observed that the threads of the screw head was deformed. This report is for one (1) unknown locking screw. This is report 5 of 5 for complaint (B)(4).

Manufacturer narrative:
This report is for an unknown locking screw/ unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. A product investigation was conducted. Visual inspection: the unk - screws: locking (part #: unknown, lot #: unknown) was received at us cq. Upon visual inspection, the threaded screw head was broken off at the screw shaft/ head junction. Only, the broken threaded screw head was returned and the broken shaft was not returned. It was also observed that the threads of the screw head was deformed. No other issues were identified with the returned device. Dimensional inspection: the dimensional inspection was not performed due to post-manufacturing damage document/ specification review: document review could not be performed as the exact product code could not be determined from the devices in received condition. Investigation conclusion: this complaint is confirmed as the screw was broken off at the screw shaft/ head junction. Although no definitive root cause could be determined based on the provided information, it is likely unintended forces were used during removal of the screw. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/ specification review. Based on the investigation findings, it has been determined that no corrective and/ or preventive action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Lot number is unknown, and therefore, DHR could not be completed. If the lot number can be confirmed, the DHR will be revisited. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.